Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Reportedly, the patient had hip surgery and the ipg was not placed into surgery mode. Following the procedure, the ipg would not communicate with external devices. Surgical intervention is anticipated to resolve the issue.